Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The e/p pack was returned to sorin group (B)(4) for investigation. During functional testing, the reported error was reproduced. Preliminary analysis has identified a faulty wire connection between the hus board and power supply. The wire was repaired and subsequent testing was not able to reproduce the issue. The supplier of the connector has been notified of the issue and the investigation is still ongoing. A follow-up report will be sent when the investigation is complete. Evaluation is on-going.

Event description:
Sorin group (B)(4) received a report that the s5 e/p pack displayed a ups start-up error during set-up. The customer restarted the unit and the same message appeared. The unit was powered off for a while and could be started normally when powered back on. However, the issue recurred several minutes after restarting the unit. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The cause for the loose contact was that pin 2 of the multi-pin connector does not touch both springs of the connector of cable. It was not determined how this defect occurred. This is considered an isolated event.